Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined that ¿the coating is damaged on the wire of the electrodes. The forceps is on short circuit, the electrical tests failed. This instrument probably took shocks during its use and its reprocessing. Considering the age of the instrument, this wear can be related to a normal use.¿

Event description:
It was reported that "the insulation on the tip is exposed. No event date or context as there was not an incident. This is something that just happened over time."